Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the head's cable was damaged and it was therefore replaced. (B)(4).

Event description:
It was reported that the radiofrequency programmer head had several cracks in its cable. The programmer head was returned for service. No patient complications have been reported as a result of this event.